Manufacturer narrative:
The insulin pump received with blank display due to corrosion on electronics. The insulin pump was unable to verify alarm and low battery alarm due to blank display. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a communication error alarm. Customer reported of changing batteries, but battery depleted within minutes. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.